Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intra-operatively that the patient's blood pressure started to decrease when the physician was closing the pocket. Pleural effusion was noted and pericardiocentesis was performed. The implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.